Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion at 19.2 cm to 19.3 cm from the connector pin breaching the optim sheath, consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.